Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's defib receptacle was removed and returned. The defib receptible was put through extensive testing without duplicating the malfunction. Review of the device history log provided evidence of the customer's report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would reboot/restart itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's defib receptacle was removed and returned. The defib receptible was put through extensive testing without duplicating the malfunction. Review of the device history log provided evidence of the customer's report. Analysis for reports of this type has not identified an increase in trend.